Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive keypad. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had stuck button alarm. The customer also reported that the insulin pump had replace battery and the same day alarmed low battery. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted. During visual inspection, found the keypad connector on electrical board was corroded. Motor, electronic stack and force sensor was also corroded. Device passed displacement test and self test.